Event description:
Revision surgery - due to the center screw in the baseplate and 2 peripheral screws breaking, causing the revision.

Manufacturer narrative:
The reason for this revision surgery was the center screw in baseplate and 2 peripheral screws broke. The implants were in the patient for 2 years 9 months prior to the revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. The part listed as the main contributor in the complaint is part number 508-32-104, lot 866c1571. Also removed during revision were three peripheral locking bone screws. Two screws were part number 506-03-130, from lot 835c1096 and lot 835c1097, and one screw was part number 506-03-118, from lot 832c1074. While there are places for four peripheral bone screws on the reverse shoulder prosthesis (rsp) baseplate, the delivery ticket for the original surgery shows only three were consumed. According to the delivery ticket for the revision surgery, a part number 510-99-000 rsp monoblock hemi adapter and a part number 520-42-020 turon humeral head were implanted during the revision. No (B)(4) glenoid components were included in the revision surgery, per the delivery ticket. A conversation with the sales representative, who was present during the revision surgery, revealed the following: the center screw on the baseplate broke. All four loose anchor screws were in use. There was nothing that would be considered abnormal about the bone stock. There was no known trauma. Some of this account seems to contradict the original delivery ticket information, in that only three anchor screws were shown to have been purchased. Four units of the part number 506-03-130 screw, lot 835c1097 were scrapped on the router at the laser mark operation due to a fixture problem. This nonconformance would not have contributed to the failure mode in this complaint. The device history records (dhrs) evidence that all critical dimensions and specifications were met when the products were released from (B)(4). Corrective and preventative action (CAPA) CAPA (B)(4) investigated the frequency of occurrence of central screw fracture on the rsp baseplate part number 508-32-104. The investigation concluded that the frequency of this failure mode was not unusual when normalized for sales volume. No design changes were recommended beyond the material and tolerance improvements implemented by engineering change order (eco) (B)(4) in mid-2014. The following complaint rates are based on the CAPA (B)(4) analysis, updated with data from 2014, 2015, and 2016 year to date. Year pcrs for central screw fracture unit sales complaint rate occurrence rating per standard operating procedure (sop) sop #68 rev c. 2016 ytd 3 3888 0.08% 3 - "remote" 2015 10 5156 0.19% 3 - "remote." 2014 19 5463 0.35% 3 - "remote." 2013 11 4909 0.22% 3 - "remote." 2012 4 3853 0.10% 3 - "remote." 2011 3 3096 0.10% 3 - "remote." 2010 6 2343 0.26% 3 - "remote." 2009 1 2003 0.05% 3 - "remote." 2008 3 1638 0.18% 3 - "remote." 2007 2 1369 0.15% 3 - "remote." The occurrence rating per sop #68 rev c is included because that was the risk management sop in effect at the time the rsp baseplate was developed, which facilitates a direct comparison with the rsp system failure mode effects analysis (fmea). The rsp system fmea, rev b (21 aug 2005) is found in the rsp system device history file (dhf) dhf, and represents the most recent risk analysis available. In the fmea, risk #43 for part number 508-32-104, "screw cracks/breaks", was given a probability of occurrence rating of 3 - "remote". Therefore the observed complaint rate for this failure mode is consistent with what was predicted by the rsp system fmea. A review of the product complaint report (pcr) history since 2007 shows there are a total of 204 complaints against the part number 508-32-104 rsp baseplate. Of these, eight complaints document the rsp baseplate's central screw breaking during implantation, unlike the current complaint. An additional 25 complaints, including the current complaint, document the rsp baseplate's central screw breaking post-operatively, with no indication of external trauma as a factor. Another 28 complaints document rsp baseplate breakage as a result of the patient suffering external trauma, typically a fall. The current complaint is the first for the incident lot number, 866c1575. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. The root cause identified as the reason for revision was breakage of the central screw and two peripheral locking screws of the rsp baseplate after 2 years 9 months in vivo. There was no information reported that evidences a material, design, or manufacturing problem with the product. If only three peripheral locking screws were originally implanted, as the delivery ticket would seem to indicate, this could have subjected the baseplate central screw and the remaining peripheral locking screws to greater loads than intended. Similarly, if one or more of the peripheral locking screws were backing out from the baseplate and had come loose, the baseplate central screw could be subject to greater loads. Certain patient factors, such as a heavy patient reliant on a walker, can also subject the rsp baseplate to higher loads. Unknown patient factors, such as trauma or use of a walker by a heavy patient, may also have played a role in the rsp baseplate breakage. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.